Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system had a known history of low p-waves. Additional information received reported that this crt-p exhibited intermittent undersensing. This crt-p remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.